Event description:
On august 3, 2006, during customer visit, nurse mgr from the clinic reported to baxter reps another incident associated with high uf removal occurred during a hemodialysis treatment using sys 1000. According to the nurse mgr, the machine removed 0.5kg more than the target weight. No pt injury or medical intervention required, as the excess fluid was insufficient because any pt's injury. The device has been eval'd by the biomedical tech from the clinic. During the eval the tech inspected uf flow meter and found crinkles on the diaphragm. The diaphragm was replaced and the instrument was placed back into svc.

Manufacturer narrative:
The facility biomedical tech inspected the instrument and found diaphragm on uf flow meter to be damaged. The diaphragm was replaced and the instrument was placed back into svc. As a part of full investigation of potentials for serious issue, baxter conducted a customer visit on thursday august 3, 2006. During the conversation with the clinic reps baxter team explained that, according to system 100 manual, section preventative maintenance, the uf flow meter diaphragm must be replaced every 12 mos. The nurse manager indicated that, the diaphragm replacement was due in 2006, but replaced after the incident. A copy of documentation was provided to baxter representatives. Being able to determined that the incident was caused from preventative maintenance issue, made the conclusion rather obvious. The actual sample was discarded from the customer. Baxter monitor issues like this. If significant info is discovered a f/u report will be submitted.